Event description:
It was reported that a ge service engineer was injured when a callimator fell from the detector on an smv dst-xli nuclear camera. The service engineer was performing sevice on the system after the custmer complained that the collimator was stuck. The service engineer suffered a bruise and an abrasion on their knee. X-rays were taken, and the results were negative. No further medical treatment was required. No pts were involved. Although the injury involved in this report is considered to be minor, a serious injury could potentially result in the event of recurrence.